Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displays an error code 110a proximal pressure sensor auto-zero failed message. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and the reported issue was not duplicated by a test run performed, no abnormality was confirmed. Since the check vent: oxygen device failed" (diagnostic code 1111) was confirmed in the event log, the solenoid valves 3 and 4 were replaced. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18273.